Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and a bubbled dso (downstream occlusion sensor) seal. The customer stated problem was not confirmed. Unable to duplicate customers reported problem: reported error was found in the device history log. Air detector was replaced as a preventive action. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed -air in line- alarm during testing. No patient injury was reported.